Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A visual inspection was performed on the product and no issue was observed. A functional evaluation revealed the left button was stuck causing the mdu to run continuously without displaying an error code. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the event include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the motor drive unit was not working properly. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit's left button was stuck causing the mdu to run continuously which makes it a reportable event.